Event description:
According to the literature, a retrospective study examined the rate of post-operative hemorrhage requiring control of hemostasis in the operating room in pediatric patients undergoing tonsillectomy between january 2018 and december 2020. Tonsillectomy was performed utilizing hot technique with bizact vs. A competitor product. There were 1384 patients included in the study; 444 patients underwent bizact tonsillectomy and 11 patient experienced post-tonsillectomy hemorrhage which required control of hemorrhage in the operating room.

Manufacturer narrative:
Title: a single center retrospective comparison of post-tonsillectomy hemorrhage between bizact and coblator source: international journal of pediatric otorhinolaryngology 158 (2022) 111165. If information is provided in the future, a supplemental report will be issued.